Event description:
Screwdriver broke at the tip.

Event description:
It was reported that the screwdriver tip broke at the tip. When the device was received back the screwdriver tip was only twisted not broken.